Manufacturer narrative:
The healthcare provider informed the user that another removal attempt would be planned at the time of the next routine sensor exchange, approximately six months later. The requested details from the healthcare provider were pending at the time of complaint closure. Per data management system review, the user was actively using the system with a different sensor and had up-to-date information. Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.

Event description:
On march 10, 2026, senseonics was made aware of an incident in which the user reported that an attempt to remove a previously implanted sensor earlier that day was unsuccessful.